Event description:
The imt probe crashed into a sample tube that the operator forgot to uncap. The imt probe got bent and needed to be replaced. The operator attempted to replace the probe tip and scratched their finger on the tip of the bent probe. The operator was wearing latex gloves, but the imt probe sliced through the glove and cut the operator's finger. The operator immediately washed their finger with alcohol and applied anti-bacterial ointment to the cut. The operator finished replacingt the probe tip and called dade behring technical assistance for help with the new imt probe alignment. The operator later visited their urgent care facility for further treatment. The wound was cleaned. No stitches were required. Gammaglobulin was administered.